Event description:
Procedure: lap cholecystectomy. Pt sex: unk. Reportedly, while in use, the balloon ruptured. No pieces fell into the pt cavity. The surgeon then secured a second device with suture and the surgery was completed.